Event description:
On (B)(6) 2015, patient was implanted with four gore® excluder® aaa endoprostheses and a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. To gain access there was a cut-down procedure and a surgical conduit was used. A gore dryseal sheath was used with the conduit, lot and serial number is not available. It was reported that on (B)(6) 2015, there was a surgical site infection at the groin. The wound was debrided, a wound vac was applied, and antibiotic treatment was started. The patient was monitored for any further complications. Reportedly there was no history of pre-existing infection in the groin tissues or lower abdomen at the time of the gore device implant. The potential cause of the surgical site infection was due to dehiscence.

Manufacturer narrative:
The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited to: infection.